Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due right ventricular failure which developed post left ventricular assist device (lvad) implant. The patient returned to the operating room for protek insertion to support the right ventricle. During insertion the patient pulmonary artery was perforated, and the patient began to decline. Restorative measures were unsuccessful. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and subsequent patient outcome could not be conclusively established through this evaluation. The pump was not explanted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.